Event description:
A customer contacted stryker to report that their device had unexpectedly dumped the defibrillation charge. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had unexpectedly dumped the defibrillation charge. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.